Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer had normal blood glucose levels of 120 mg/dl. The mother of the customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. No missed bolus alarm could be verified due to the keypad anomaly. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.